Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was failed and not detected on bus. A field service engineer logged into the station remotely with the customer present at the device and identified two half height drawers that were not detected on the bus, guided the customer through reboot troubleshooting steps; however, after the reboot, the station continued to show both drawers as failed. Further investigation revealed that auxiliary half height drawers 5.1 and 5.2 were not detected on the bus, opened the back panel and confirmed that no power was reaching the module board or the controller boards, even after reseating cables and performing additional power cycles, then fse removed the pyxibus module controller board and both controller boards and replaced them with new boards. After rebooting the station, reconfigured the drawers. The customer then tested inventory for both drawers, and all tests completed successfully with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 pyxis ed device was not detected on the bus. The entire cubie in the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.